Manufacturer narrative:
Corrected information: correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition.the device was sent for flow accuracy testing and was within specification. The event history log review was performed. The pump alarmed "downstream occlusion!" Twice during the infusion, and the pump was auto-restarted. No other alarms or abnormalities than could have contributed to the reported issue was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation, the device that the second softkey from the left was hard to operate. The cause was identified to be keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump infused magnesium sulfide faster than expected during delivery. The bag emptied completely but the pump showed that 33.1 ml remained to be infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.